Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -10.5/1.5/079 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting without rotation. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
B1 - corrected to adverse event in the initial MDR. B2 - required intervention to prevent permanent impairment/ damage should be added oto the initial MDR. B5 - corrected to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. In a separate visit the lens was exchanged for a replacement lens. The problem was resolved. The cause of the event was reported as the device." In the initial MDR. D6a - corrected to: implant date: (B)(6) 2021 in the initial MDR. H1 - corrected to: serious injury in the initial MDR. H6 - corrected to: health effect impact code : 4629 in the initial MDR. H6 - corrected to: medical device problem code: 2993 in the initial MDR. Claim # (B)(4).